Event description:
A literature study was conducted with old patient presented with symptoms of rainbow glare, photophobia and stardusts in the left eye of a patient treated with prednisolone acetate and moxifloxacin after lasik surgery. There are two related reports for this event. This report addresses the unk patients, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. This case was opened based on an article in scientific literature. The article investigates a method to resolve rainbow glare, a known side effect occurring after initial laser-assisted in situ keratomileusis surgery. It showed that rainbow glare symptoms were successfully treated with combined mechanical scraping and small ablation depth phototherapeutic keratectomy and polishing of the laser-assisted in situ keratomileusis flap undersurface, by subjecting a specific patient affected with rainbow glare and photophobia to this treatment plan. The current complaint covers the occurrence of rainbow glare and photophobia that is associated with the initial laser-assisted in situ keratomileusis surgery with our product. On the examination before starting the treatment to resolve the rainbow glare, the patient was subjected to a series of examinations in an attempt to explain the optical phenomenon described by the patient. However, no elements that would explain the optical phenomenon described by the patient were identified and the suspicion of the presence of this syndrome is based on the referred symptoms and drawings provided by the patient. This indicates that there is no clear indication for the root cause for events covered by this complaint record. Since the complaint was opened based on an article in scientific literature, no sample is available to be provided to the responsible site for an in-depth investigation. No serial number was identified within the article and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. However, all product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Not enough information was provided to properly complete an investigation. Therefore, the root cause of the reported events could not be identified. The manufacturer internal reference number is: (B)(4).